Manufacturer narrative:
This report is for thirteen (13) matrixmandible screws. Part number and lot number is unknown. Without a part an lot number, UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2015 to remove an external pin fixation using an extraoral approach. Patient was revised to a right angle 2.5mm matrixmandible reconstruction plate and thirteen (13) matrixmandible screws for a resection right mandibular body with bone graft. On (B)(6) 2015, infection of the bone graft was noted. Patient developed an oral fistula which resulted in failure of the bone graft. Draining intraorally and extraorally was performed with irrigation and drainage in the clinic. Patient was followed every few weeks and the infection cleared but the bone graft dissolved. This reports addresses revision surgery due to infection of the bone graft. The pin loosening or loosening of the external clamps of the external pin fixation after the initial surgery has been captured under linked complaint (B)(4). The postoperative plate breakage and nonunion has been captured under linked complaint (B)(4). Concomitant devices: bone graft (part # unknown, lot # unknown, quantity unknown). This report is for thirteen (13) matrixmandible screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient did not had a revision surgery due to infection, however patient was given treatment for infection.